Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for low blood glucose levels with a reading of 88 mg/dl. Prior to the event, the customer had filled a new reservoir with 100 units of insulin and within a short time, the customer only had 40 units left. Troubleshooting was performed. The customer was not connected during the prime or rewind. The insulin pump was programmed correctly and passed the displacement test. Nothing further was reported.